Manufacturer narrative:
(B)(4). The device was received for analysis and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the machine failed fluid volume accuracy testing.  Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The evaluation of the homechoice was completed. The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits and the volumetric accuracy test that followed, showed that the device had failed. Test piston foam was installed into the device, and the device was able to pass a manual volumetric accuracy. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.